Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used during a gastroscopy procedure to treat stenosis performed on (B)(6) 2026. During the procedure, the balloon popped. The procedure was completed with another cre pro wireguided dilatation balloon. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event and the patient condition following procedure was reported to have fully recovered.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.